Event description:
It was reported that during an unk procedure, the device fired malformed staples and delivered an incomplete staple line. The procedure was completed with another device. There was no adverse consequence to the patient.